Event description:
Home patient (hp) received "reload set 167" alarm, during the prime of their homechoice treatment. After they attempted to reload the cassette once and received "reload set 200" alarm, hp checked the cassette again for leaks, and found that the outside, bottom, of the cassette was wet, along with the inside of the door on the homechoice machine. After the alarm, hp discarded inoperable supplies, and finished with manual exchanges. Per hp, no pt injury or medical intervention was associated with this incident. Hp has received a new homechoice machine since the incident.